Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of a "bag under the left eye" and "injection is starting to go away" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details." "Adverse events: the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." "Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, necrosis, infection, migration, paresthesia, dry skin, abscess, headache, malaise, flulike symptoms, vision abnormalities, scarring, nausea, drainage, dyspnea, syncope, dizziness, anxiety, granuloma." In many cases, the symptoms resolved without any treatment. Reported treatments have included: oral or injectable antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Patient reported after a "touch up" injection under the eye on the left side with juvéderm® ultra xc, they experienced "what looks like a bag under the left eye" an unknown time after injection. Patient also stated the injection is "starting to go away" and they still have a "bag under the left eye." Patient has not yet received "an injection to dissolve the product" because the injector declined to provide the treatment. Symptoms are ongoing approximately 1 and half years after injection; no other information was provided. Patient was previously injected with "regular juvéderm®" under the eyes approximately 1 month prior to this reported injection. This is the same event and the same patient reported under MDR ID #3005113652-2016-00356 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra xc, also a device manufactured by allergan.